Event description:
It was reported that during a peripheral stenting procedure, the stent dislodged and migrated. The very calcified lesion being treated was located in the very tortuous right common iliac, and was approx 10-12 mm long. The lesion was not predilated. The express biliary sent delivery system was being advanced to the lesion, and the stent detached from the stent delivery system. The express biliary stent remained on the guide wire, and an attempt was made to capture it with a balloon, however, it was unsuccessful. The physician was able to use "a small balloon" to pull it back from the aorta into the external iliac, and another stent was placed over it to secure it in place. No pt complications were reported, and pt status was reported as 'okay'. In the opinion of the physician, he attributed the difficulties to the anatomy/calcification and tortuosity.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. It is also of note that using the express biliary stent in the iliac is off label use.